Event description:
The facility rep reported "over infusing" during bio-med testing. Although baxter attempted to obtain info, details were not available regarding additional contact info. According to the facility rep, no patient injury or medical intervention had been reported related to the device. No additional info was available.

Manufacturer narrative:
Evaluation summary: a baxter service tech evaluated the pump. The reported condition of "over infusing" was not confirmed. The device was found to be within specifications and was returned to the customer.